Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a liver transplant surgery the stapler was fired on the portal vein. Both the cut line and the clip line were good at the beginning. After 20-30 mins, the clip line was opened which cause to massive bleeding.